Event description:
The rn had just finished giving the patient an im injection with a 18 gauge needle. The rn was attempting to use the safety cap for the needle after the injection and the safety cap flew off the needle and landed approximately three feet from the bed. There was not an accidental needle stick. The patient was not harmed. The rn was not harmed. Nurse then placed the needle in the sharps disposal container.